Event description:
Patient to dialysis unit after having a new dialysis catheter placed in interventional radiology. Treatment started without incident. Venous blood side pressures rising quickly. Venous side of the catheter flushed without any noticed issues. Once back on dialysis machine, venous pressures again began rising high quickly. With second flush of the venous port of the catheter, a very fine hole in the catheter was noticed because of dampness. Md up to evaluate. He agreed that the catheter had a hole in it. The catheter was clamped above the hole. Replacement being scheduled for the morning.